Event description:
The customer reported the loss of fluoroscopic x-ray functionality. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and performed a filament calibration. The system operates as intended.